Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not powering up properly with "no signal" displayed on the screen. There was no patient present.